Manufacturer narrative:
The following sections were updated in follow-up # 1: date of event, date of report, PMA/510k and if follow-up, what type. The following section was corrected date of event. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The lead was in use for treatment and was replaced (capped off inside the patient) therefore, the clinical observation cannot be confirmed. The lead was actively implanted for approximately 5 years, 8 months. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Complaint review identified no similar reported event. Per the qa petite and petite j in-process and final inspection procedure, the procedure indicates that the lead is checked 100% for electrical function. The procedure includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring. Tubing inspection is inspected according to criteria/inspection of polyurethane and silicone tubing. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, verify presence of weld spots on the connector hull, weld should be smooth and shiny, and verify that there is no hole in laser weld impression. Per elapass p, pj physicians manual, it informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. After implantation the patient should be monitored for several days for electrode displacement, and the lead should be repositioned if necessary. Lateral lead tip placement in the atrium or perforation of lateral atrial wall may cause phrenic nerve stimulation. Perforation of the ventricle wall may cause diaphragmatic muscle stimulation and also cardiac tamponade. It is difficult to explant a passive lead due to its ingrown distal end. It is recommended to cap the proximal portion off whenever the lead will be in the heart. Precautions: the use of the subclavian vein puncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian vein puncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) have not been entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. The elapass-p and elapass-pj models are passive fixation leads specifically indicated for cases with congenital or acquired heart disease and where passive fixation lead provides satisfactory positioning stability in the ventricle or the atrial appendage. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type.

Event description:
On february 11, 2019, the customer reported they were advised on (B)(6) 2019, from (B)(6) health services the patient had a lead replacement related to noise and a malfunction (changes in impedance which could not be resolved). This lead was implanted on (B)(6) 2009, and the patient was seen in follow-up. On (B)(6) 2014, during an operative replacement procedure of the device, this lead was replaced. Requested and received patient information and additional devices that were used during the (B)(6) 2014 procedure. On (B)(6) 2019, the customer reported patient has since passed away and is not in follow-up. Additional details related to this patient have been requested. At this time the customer reported this lead was capped at the time of device replacement ((B)(6) 2014). On march 6, 2019, the rep reported the lead was not removed from the patient. Note: the customer could not provide the date of the patient's death or what was the cause of the patient's death. They reported this is the only information that had been provided to them, as of (B)(6) 2019.